Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported receiving low glucose out-of-range alerts starting at 12:00 am cst on february 26, 2025. After a review, the following information was confirmed on dms at 12:00 am est,a low glucose alert was triggered when user's sg was 42 mg/dl and no bg value was provided.an out-of-range low glucose alert was triggered at 12:05 am est.after dms review, it was confirmed that the user received a low glucose alert at 12:00 am est when the sg was 42 mg/dl. Five minutes later, the user received an out-of-range low glucose alert. The user did not take a bg measurement because they were not experiencing a true low glucose event. As the user was not experiencing a low, they did not seek medical treatment. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: 1. Feb-26-2025 8:00 am cst / sg: no sg value and bg 180 mg/dl. 2. Feb-26-2025 12:00 am cst / sg: 42 mg/dl and user mentioned receiving low glucose out-of-range alerts. 1. A review of the data management system (dms) data revealed that the absence of an sg reading at 8:00 am cst on february 26, 2025, was not due to an out-of-range low glucose, but because the user was experiencing a glucose suspend event at that time. This glucose suspend event was found to have occurred at 8:25:51 am est on february 26, 2025. User's bg at that 8:07 am cst was 180 mg/dl. 2. A review of the data management system (dms) data revealed that the user received a low glucose alert at 12:00 am est when the sg was 42 mg/dl. Five minutes later, the user received an out-of-range low glucose alert. The user did not take a bg measurement because they were not experiencing a true low glucose event. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. A case (complaint (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data revealed depressed signals and reference channels since insertion on (B)(6) 2025. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.